Event description:
Approximately 2 weeks post-operatively, the pt complained of increased pain. A re-operation was performed to remove the original hardware and re-instrument with different hardware. The second operation was reported to be successful, with no complications or post-operative issues.